Manufacturer narrative:
Our IFU 050-0709 rev. B clearly differentiates between the two lumens and indicates what volume is required to inflate the balloon.

Event description:
During a surgery the tubes should be flushed to evaluate if one or two tubes should be removed. The clear view is inserted into the uterus and to keep it there 2-3 ml salted water is infused to fill a small balloon. There are two tubes one to fill the balloon and one for injection of contrast fluid. During the operation the contrast fluid was connected to the wrong tube and the balloon inside the uterus was inflated further and the pressure in the uterus became so high, that the uterus blew in the top of uterus. The consequence of the incidence is that the patience is not recommended to perform a vaginal birth as the risk of rupture of uterus is high during birth. Besides that it is not recommended to get pregnant for the next 3 months which is a burden as the patient already is a fertility patient.